Event description:
Case description: this spontaneous report received reported as "broken needle in the abdominal region" concerns a pt using a novopine 30g. Reportedly the pt administrated the insulin in 2005 in the evening. After injection, the needle was broken in the abdominal region. Pt went to the local hospital and an x-ray examination was performed. The x-ray did not reveal the location. The needle was re-used. The pt has not yet been recovered from the event. No further information concerning the patient or the event is available at this time. Additional information has been requested.